Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker exhibited difficulties to interrogate. Technical services (ts) reviewed the device data and provided general recommendations; confirmed the device is supported by the programmer. Ts suspected the device battery could have depleted. No adverse patient effects were reported. This pacemaker remains in service.